Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional unk nc trek device is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery and the left anterior descending artery. A 4.5x12mm nc trek balloon dilatation catheter (bdc) was prepped, but not soaked in saline prior to the procedure. The bdc was inflated 2-3 times at 24 atmospheres; however, the bdc failed to deflate while in the patient anatomy. Negative was held for more than 60 seconds and a double negative was also applied; however, this also did not work. The bdc was successfully removed partially inflated. Additionally, a second unknown nc trek bdc was used in the procedure. The bdc was inflated 2-3 times at 20 atmospheres; however, the bdc failed to deflate while in the patient anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The reported deflation issue was not confirmed. It should be noted coronary dilatation catheters, nc trek rx instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. It was further reported that the balloon was inflated 2-3 times at 24 atmospheres, which is above the rated burst pressure (rbp). The IFU states that the balloon pressure should not exceed the rbp. In this case, it is unknown if the reported IFU violations caused or contributed to the reported complaint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.